Event description:
It was reported that intermittently pump battery was rapidly depleting. After customer charged battery, it dropped to 55% within 24 hours. Customer's blood glucose (bg) ranged from 215-500 mg/dl. Infusion set site was changed. Bolus and insulin injections were delivered to address bg. Customer continued to use pump for insulin therapy.